Manufacturer narrative:
The t:slim x2 pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with over 300 units of insulin, and the insulin gauge remained static at 85 units while using the pump for bolus delivery. There was no reported impact to the customer's blood glucose level. The customer declined to reload the cartridge, and was recommended to not overfill the cartridge per labeling instructions.